Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcated ostium of the diagonal branch. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was in a "divaricate" condition. The procedure was completed with another 3.00 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: received for examination were two stent delivery systems (sds). One of the devices fell on the floor and is not part of the complaint report, however the technicians could not differentiate between the complaint device and the catheter that fell on the floor and therefore both were returned together. A visual examination of the crimped stent found the stent damaged with struts on the proximal half distorted, bunched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcated ostium of the diagonal branch. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was in a "divaricate" condition. The procedure was completed with another 3.00 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.